Event description:
Information received from the field notes that one and a half months post implant, evaluation determined that the helix tip h ad perforated the heart wall. During reposi- tioning, the lead was damaged and replaced.~~~